Event description:
Per the clinic, the patient underwent a procedure one month subsequent to implantation (exact date not reported), to thin the scalp overlying the implant site.

Manufacturer narrative:
(B)(4). Implanted device remains.